Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The sample was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported having discomfort, pain, redness, cystoid macular edema, blurred vision making driving difficult, and a dark edge of temporal side of vision. The consumer is being treated with medications. Additional information has been requested.